Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experienced high blood glucose and pump is not working. The customer's blood glucose was 400mg/dl and treated with manual injection. The customer continued with troubleshooting, found a straight cannula. Then, the blood glucose was 536mg/dl. The customer declined to perform high pressure test. The customer was advised to speak with health care provider as her blood glucose continued to rise after the manual injection.